Event description:
This consumer report was received from a thai consumer and concerns a patient. The patient was injected with radiesse. After the radiesse injection, the patient experienced blanching on the left cheek face. Up to 6 hours after onset of symptoms, the patient was treated with hyaluronidase in lidocaine injection in affected area within a few minutes to hours and intravascular with (B)(4) units per 0.1 ml of radiesse, every 2 hours. The patient was also treated with warm compresses and massage for 5 minutes every 1-2 hours, orally with aspirin 500 mg to 625 mg daily for 3-5 days, orally with 20 mg of tadalafil daily for 3-5 days and with oral tapering course of prednisone over 7 days (50-50-30-30-10-10-5 mg). A low-molecular-weight heparin (lmwh) injection daily for 3-5 days was considered. Blanching was still there. The patient was taken to the hospital to do intervention for removing radiesse out of the clog the vascular, a radio colored injection was performed and radiology physician saw the vascular clogged and found 3 vessels on the midface. After that, the physicians team used intervention to dissolve radiesse pushing in to the artery targeted to the face. At the time of this report, the patient was in the recovery progress at the hospital. Due to the provided information, the outcome of the event was considered as resolving. Follow-up information was received on 15-feb-2024: the case became medically confirmed. Patients gender (female) and initials were provided. The physician confirmed that she was injected subcutaneously, with a total of 1 ml of radiesse, into the right cheek, in mid face area, for skin revitalization, on 13-feb-2024 at 13:00. Radiesse was diluted in a 1:3 ratio (product preparation issue, off label use of device). On 13-feb-2024, at 16:30, 3.5 hours after the radiesse injection, the patient experienced blanching surrounded by microvascular on the left side. Corrective treatment included 1500 unit of hyalase (in total of 26 vials), aspirin (81 mg, 8 tablets at once, reported as stat), augmentin (1000 mg), sidenafil (1 tablet),prednisolone (5 mg ,4 tablets at once), warm compression and led red light, hyperbaric oxygen therapy (1.5 atmosphere for 2 hours). The treatment was necessary to prevent a permanent damage or life threatening illness. The outcome of the event was reported as resolved (changed from unknown), in (B)(6) 2024. In the opinion of the reporter, the event was of severe intensity, not permanent and related to radiesse or the physicians own injection technique and sterile technique.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular clogged (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage and hospitalization. The device history record could not be reviewed as the lot number was not reported.